Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m implantable pacing lead (B)(6) 1992. (B)(4).

Event description:
It was reported that the patient had refused device replacement approximately a year prior when the device reached elective replacement indicator (eri). At time of device replacement, the patient was found to have long pauses and syncope. Communication with the device was not attempted, but no pacing was observed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.